Event description:
After intubation, surgeon noted that the nim tubing was not connecting to nim machine. Informed crna and called anesthesiologist to resolve issues. Noted blue electrode from nim tube failed to be recognized by the machine. Anesthesiologist replaced nim tube right away and solved the issues. Failed nim tube reported defects to manufacturer and sent report.